Event description:
The patient reportedly experienced sound quality issue, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing confirmed that the device is not functioning. Surgery to explant the patient's device will be scheduled.